Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing ¿device not detected on bus.¿ the customer attempted to recover the failed drawer, but it still displayed ¿maintenance required.¿ the device was rebooted, and a power cycle was performed by unplugging the station for 2 to 5 minutes and reconnecting it; however, the issue persisted and the drawer recovery continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) logged in to station, released all cubies pockets from main drawer 2.1 and 2.2. Powered off the station, swapped half height drawers, and powered on the station. Fse observed that drawer lights were off and replaced the t board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.